Event description:
It was reported that a discrepancy in battery longevity estimates was observed. Upon review of battery data, the longevity estimated during the previous follow-up appear to be incorrect. The device will continue to be monitored.